Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of huyl0610 showed no other similar product complaint(s) from this lot number.

Event description:
As reported by the facility, infection was found. Tests came back positive "micro on (B)(6) 2015 in two lumens & peripheral, also micro, on (B)(6) 2015 in two lumens". Patient treated with IV antibiotic therapy with hospital admission.